Event description:
Philips received a complaint by the customer on the v60 indicating that the device was powering up its own. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was powering up its own. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and placed an order for the replacement power switch overlay and second-generation user interface (ui) printed circuit board assembly (pcba) for repair.

Manufacturer narrative:
Philips received a complaint by the customer on the v60, indicating that the device was intermittently powering up its own. It was reported that there was no patient involvement at the time the issue was discovered. Upon arrival, the authorized service provider (asp) confirmed the reported issue and placed an order for the replacement power switch overlay and second-generation user interface (ui) printed circuit board assembly (pcba) for repair per service manual recommendations. Upon receiving the new parts, the asp performed the replacements, ran the device for ten minutes, and verified that the issue was resolved as no further self-start reboots were observed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.